Event description:
It was reported that the battery housing opened during the procedure, exposing the sterile field to the non-sterile battery. It is unk if the pt rec'd any additional treatment due to this event.

Manufacturer narrative:
The device has not been returned to the MFR for investigation. Requests have been made for additional info. If the device or additional info are rec'd, a follow up report will be filed.